Event description:
Physician attempted a central line. Had difficulty due to a malfunctioning central line catheter. Transducer coiled while removing.we have not seen this type of event before. There was no change to the patient's plan of care.